Event description:
It was reported that the head and liner were exchanged due to high chromium levels. Surgeon believed that there was fretting.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested, but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Manufacturing date corrected. Explant date updated. An event regarding fretting and high chromium levels involving a meridian stem was reported. The event was not confirmed. A visual, functional and dimensional inspection was not performed as the device was not returned. A review of the provided information by a clinical consultant could not confirm the event nor determine a root cause. Device history review. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review. There have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided.

Event description:
It was reported that the head and liner were exchanged due to high chromium levels. Surgeon believed that there was fretting.